Event description:
While preparing the 3100a for pt use, the mean airway pressure was very low, almost zero, during pt circuit calibration. The user replaced the diaphragm of the control valve on the pt circuit, which corrected the problem. The pt was not compromised.